Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touchscreen is now unresponsive. Customer had elevated blood glucose levels (359 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. It was indicated that customer will obtain manual injections for continued insulin therapy.